Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited unacceptably high thresholds. The existing lead placement was observed to be very high in the right ventricular outflow tract, which is not a typical site for a defibrillation lead. The lead was capped and replaced without any patient consequences.